Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with insulin shots. The customer stated that her insulin pump stopped delivering insulin. The customer had symptoms such as nausea, tiredness and excessive urination. The customer was advised that the symptoms may indicate possible onset of diabetic ketoacidosis. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with the high pressure test. The customer stated that there was a no delivery alarm. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.